Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking and jolting, specifically referred to as a ¿zing.¿ the patient programmer (pp) confirmed therapy was on. There was no trauma or fall that could be related to this issue. It was not related to positional movements. The zing was in the vaginal area where she normally felt stimulation. The change in therapy/symptoms was considered sudden. The 1st time it happened it was severe and it went down her leg, her knee buckled, and she almost fell. It lasted 15-20 seconds. It had since happened intermittently since then but not as severe. This had only occurred when she went to (B)(6). The patient was walking through with the device on. The patient was going to try turning it off and if she forgot at least try walking as far away from the device was possible. It was noted that the healthcare professional (hcp) was not going to be consulted. This had been happening intermittently for roughly about 3 months and it was clarified to be in 2016. The patient wanted to know about strength levels of security/theft detectors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.